Event description:
It was reported that the tip of a small pointer fractured during calibration. No patient involvement, adverse consequences, surgical delay or any medical intervention were reported at intake.